Event description:
The reporter indicated that the patient was implanted with the vns in 2002 and the device was activated the following day. The patient was diagnosed with vocal cord paralysis the following month. The physician plans no intervention to treat the vocal cord paralysis. The patient is experiencing chronic hoarseness, coughing, and reflux. The patient was seen by a speech therapist. The device settings have been increased and the patient has experienced a small decrease in their seizures. Attempts to obtain additional information have been unsuccessful to date.